Event description:
This is a report for use error- patient changed only cassette and reused supplies. The customer contacted baxter's technical service center to report an issue of check heater line alarm which occurred on home choice (hc) during use during fill. The baxter technical representative (tsr) explained the alarm. The care giver(cg) stated that they changed the cassette and reused the bags and the alarm was repeated. The baxter technical representative (tsr) explained that the set was possibly compromised and all new supplies should be used. The cg agreed and discarded old supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the patient. Use error - failed to follow therapy steps was caused by the patient reusing the disposable set; the cassette was disposed but solution bags were reused. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.